Event description:
It was reported that the 8800 system would not review images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working and put back into service.